Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "small amount of fluid around [implant]".

Event description:
Patient's relative reported left side "radial folds, like folds inside the implant, and a small amount of fluid around it." Device remains implanted.